Event description:
Patient's mother reported unknown side recall, rupture, and implantation at age 17. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a5, a6, b1, b3, b5, d1, d4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient's mother reported left side recall, rupture, and implantation at age 17. Physician reported rupture and"rippling when laying down". Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's mother reported unknown side recall, rupture, and implantation at age 17. Device remains implanted